Event description:
A patient sustained an estimated blood loss of 152 ml when the blood in the extracorporeal circuit was not returned to the patient when the cone of the male luer lock on the access line broke off and became lodged into the lumen of the access catheter. The access catheter had to be replaced. MFR ref#: 8010182-2015-00004.